Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to death or serious injury.

Event description:
It was reported that the vns pt was seen for follow up and a system diagnostic test revealed high lead impedance, eri = no, when the vns device was checked. The pt was implanted with the device in (B)(6) 2008. The pt's mother reported that the pt was kicked in the chest recently. The pt was sent for x-rays to assess the continuity of the device and will be seen by a surgeon for a consult. The last good diagnostic test was received three months prior, in (B)(6) 2009, which revealed all ok results. Good faith attempts to obtain additional info are underway, and the x-rays are expected to be sent to MFR for review. Revision surgery is likely.